Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had called to report that the rn at the cardiac rehabilitation center could hear his lvad while standing arm's length away. This was confirmed by the vad coordinator upon seeing the pt. The sound was high-pitched and metallic in nature. All pump parameters appeared normal and the labs showed no evidence of blood damage. The pt has a known complete separation of his bend relief and the sound maybe the metal connector of the bend relief vibrating against either bone or the metal connector of the outflow graft itself. An attempt to re-approximate the bend relief via a sub-costal incision with placement of a locking collar may be administered. The pt underwent a pump exchange from one lvad pump to another lvad pump on (B)(6) 2013 stated that no issue was found with the bend relief, however, the outflow graft had become unscrewed from the pump housing. This was discovered when the pt was taken to the operating room for the planned pump exchange. The disconnect of the outflow graft was noted when the surgeon cut into the chest cavity. At this time, the pt started to bleed and was placed on bypass immediately. The area around the outflow graft disconnect had adhesions and the adhesions were acting to tamponade the bleeding from the outflow graft. The bend relief itself was noted to be intact and attached to the outflow graft properly.

Manufacturer narrative:
The MFR was advised that the explanted lvad pump has been discarded by the hospital and will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.